Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No critical pump error alarm noted. Device received with cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image with red x on the insulin pump screen. Insulin pump had big crack on back side. No harm requiring medical intervention was reported. The device will be returned for analysis.